Event description:
Boston scientific received information that this right ventricular lead displayed high out-of-range pacing impedance measurements of greater than 2000 ohms along with intermittent sensing. It was also reported that there was noise upon isometrics and loss of capture that did not lead in greater than two seconds of asystole. The patient was reported of having twiddler's syndrome. This rv lead was explanted and the right atrial lead was repositioned in the ventricle. This rv lead will not be returned for analysis. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense, so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.